Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump showed no delivery alarm a couple of times. Customer also reported that buttons had to be pressed a couple of times to work. Customer also reported that the screen got blurry and the display was hard to read. No harm requiring medical intervention was reported. Insulin pump will not be returned for analysis.